Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "I have received a complaint from (B)(6) pharmacy regarding a sapphire device and a possible over delivery of milrinone. Fyi, milrinone is a high risk medication used for the short term treatment of heart failure. If administered incorrectly, this medication can cause significant patient risk. Event description: milrinone infusion started on (B)(6) at 19:09. Based on the infusion parameters below, the infusion time should have been 93 hours. According to the visiting nurse, the medication container was empty after 60 hours of infusion time. Type of drug: milrinone. Rate: 2.7 ml/h, vtbi: 250 ml, time: 93 hours (approximately 4 days), mode: continuous . What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? 1.2 bar. Administration set used (type and lot number): ap 423 with 1.2 micron filter hospira extension set. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) PICC. What drug was administered during the event? Milrinone, 0.4mg/ml. Priming method (manual / with pump): with pump. Were different administration sets tried in the same manner? No. Did the problem occur with a different drug? No. Please note this patient expired on (B)(6) 2016. Patient was deceased on sunday. I believe because of his primary diagnosis etc. Infusion started with bigger bag and 22ml/h, but (B)(6) changed on the same day to 2.7ml/h and 250ml bag.2.7/h x24 hrs = 64.8 ml, one bag should be enough for 3.8 days. The only explanation I might have is that on (B)(6) they did not spike (they clear volume given and vtbi?) New bag and they run of medication. Patient involvement: yes. Death/serious injury: yes. Medical intervention needed: yes."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "possible over delivery of milrinone. Patient involvement: yes. Death/serious injury: yes. Medical intervention needed: yes".